Event description:
My mom got silicone breast implants in 1988. My aunt got them the same year from the same practitioner in (B)(6). My aunt and mom are not blood related. Both "on" them died within 11 months of each other having experienced the same neurological symptoms. My mom was diagnosed with als, my aunt was not diagnosed but did experience the same symptoms. Their medical issues were too similar to ignore- they were both fit and healthy and then within a two year period both became unable to walk, developed tremors, and had trouble speaking. They died 11 months apart to the day. FDA safety report ID# (B)(4).